Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image due to broken video cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image problem was due to a broken video cable. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced a malfunction while the doctor changed the angle, the image did not appear when the device was connected to the hospital. The event occurred during inspection for use. There were no reports of patient involvement.